Event description:
It was reported during implant, the left ventricular (lv) lead was unable to maintain position in the coronary sinus. Also, the right ventricular (rv) lead was defective. Follow up was attempted to determine what the specific defect of the rv lead that was observed, but no additional information was obtained. The lv lead was removed and no lv lead was implanted. The rv lead was removed and a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.